Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient had a tka on (B)(6) 2014. The patient than had a t2 scn for a supracondylar femur fracture. During t2 scn surgery, the surgeon drilled the distal screw hole. However, the drill bit contacted the nail and the tip of drill broke. The surgeon removed the broken drill tip from patient bone.

Manufacturer narrative:
Product inquiry stated the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker (B)(4). Moreover, a review of the device history could not be carried out as the lot code was unknown. Thus, a reasonable examination was not possible. According to information received the device was discarded by the customer. The reported event (¿tip of drill has broken ¿) could therefore not be confirmed. The event description stated that the drill had contact to the nail, while drilling the distal screw hole which had led to the breakage of the drill. Based on the information given the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an improper handling by the user. Nevertheless as the product was not returned for investigation, the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. No non-conformity was identified.

Event description:
The patient had a tka on (B)(6) 2014. The patient than had a t2 scn for a supracondylar femur fracture. During t2 scn surgery, the surgeon drilled the distal screw hole. However, the drill bit contacted the nail and the tip of drill broke. The surgeon removed the broken drill tip from patient bone.